Event description:
Notes: date of the event is unknown. This report pertains to the second of two events that occurred during the same procedure. Refer to associated MFR report #3005099803-2008-05206 for details regarding the first device. According to complainant, during the procedure, the device had problems with the distal tip orientation. The procedure was successfully completed with another hydratome rx sphincterotome device. There were no pt complications reported as a result of the events. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspected device has been disposed, and is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is unknown.